Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the system became unresponsive. The site did a hard shut down on the system. When it was booted back up, it displayed "disc boot failure" and prompted them to insert the system disc and press enter. The system did have a patient exam cd in the drive, but removing that and rebooting the system did not resolve the issue. The other system on site was unable to load exams discs, so the site could not swap to that. Navigation was aborted.